Event description:
It was reported that arteriotomy closure was attempted in an unspecified vessel using a proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the posterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by bent and flattened posterior cuff tabs. The posterior cuff-to-needle tip detachment would result in a failure to retrieve the suture during the needle plunger retraction and could appear very similar to the reported cuff miss. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. However, because the suture was not returned with the device, it was unable to determine if the suture was dragged through the device during the suture retrieval process which could have contributed to cuff-to-needle tip detachment. There was no indication that the suture or link might have been dragged through the suture bearing while retracting the needle plunger which could have contributed to cuff-to-needle tip detachment. During testing, the plunger was inserted and retracted successfully without any observable resistance. During manufacturing and final inspection, every cuff is inspected and tested for proper assembly. Based on the reported information and our investigation, the probable cause for the posterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality deficiency was detected. A review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be a lot specific product deficiency.